Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: july 15, 2022. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, a mandibular orif for treating fractures in both the right processus condylaris and the left paramedian plane was performed. After applying a plate on the right processus condylaris, the surgeon moved on to the fractured lesion on the left paramedian plane. After reduction was performed on the left paramedian plane, he started applying the plate in question to the lower edge of the lesion. When he tried to tighten the lower plate with the two screws in question, the screws were not able to be locked onto the plate. Longer sized replacements screws were tightened to the plate in question, and the lower plate tightening was completed. Next, the two screws in question were used to tighten a plate on the upper edge. The two screws were tightened to the upper plate. The procedure was completed less than 30 minute-surgical delay. This report involves one (1) unknown screws. This is report 1 of 2 for (B)(4).